Event description:
Falsely elevated prothrombin time (pt) result was reported on two patient samples. The results were reported to the physician. The samples were re-run and lower results were obtained. Patient treatment was altered in the case of one patient. Vitamin k was prescribed on the basis of the falsely elevated pt result. There is no report of adverse outcome to the patients as a result of falsely elevated pt results or treatment.

Manufacturer narrative:
The cause of the falsely elevated pt results is unknown. A siemens healthcare diagnostics field service engineer was dispatched to the account but did not detect any instrument malfunctions. The performance of the test was restored with reagent vial change. Reagent vial contamination of some nature is suspected. The instrument is performing within specifications. No further evaluation of the device is required.